Manufacturer narrative:
The field service engineer (fse) ran mechanical checks and found a broken vacuum tube on a rinse nozzle. The rinse tubing and some nozzles were replaced. A cell blank was performed and the gear head pump pressure was checked. All ise components, sample probes, and reagent probes were changed. The investigation is ongoing.

Event description:
There was an allegation of questionable alb2 albumin gen.2, c4-2 tina-quant complement c4 ver.2, and gen.2 ise indirect for na results for 16 patient samples on a cobas 6000 c 501 module. Refer to the attachment to the medwatch for all patient data. It is unknown if any questionable results were reported outside of the laboratory. The albumin reagent lot is 657589. The c4 reagent lot is 649891. The expiration dates were requested but not provided. The sodium electrode lot and expiration date were requested but not provided.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.